Manufacturer narrative:
(B)(4). D10: item: 20-8020-007-00 rosa persona tka cut guide a lot# b20201075. Complaint sample was evaluated, and the reported event was confirmed. Inspection of the returned device revealed signs of use (scuffs, saw blade indications) with a pin fractured and remaining seized in one of the holes. Not all pieces of the pin were returned, and no item/lot information could be identified. No dimensional analysis on the remaining pilot hole/s due to use/galling. Device history record (DHR) review was unable to be performed as the item and lot number of the pin involved in the event is unknown. Based on the investigation, the reported event was verified, but the definitive root cause cannot be established with the information available. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported the pin became stuck in the cut guide. Upon return and evaluation, the pin was discovered fractured. No additional information available for the reported event.